Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9060372 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced leakage during use. The following information was provided by the initial reporter: material no.: 306547 batch no.: 9260372. Complaint 1 of 4. Per email: faulty syringes: (B)(6) 2019 fistula- syringes with blood leak. Same cube. Same lot number 9260372. With first pull back on the syringe. One catheter, on fistula.